Event description:
It was reported to philips that the system displayed an alert indicating "x-ray not possible. Tube problem. Contact technical support". Which prevented imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.